Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue. The patient was administered oral antibiotics to address the issue. Infection has resolved.

Manufacturer narrative:
Date of event is estimated.